Manufacturer narrative:
The product was returned for review. More details can be found in the attached report. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
Surgeon contacted the sales rep requesting information and medical advice concerning a female patient that appeared to have developed a ganglion cyst on her mtp joint following a cartiva implant procedure on (B)(6) 2017.